Event description:
It was reported that the introducer sheath was inserted in the patient's right femoral artery with difficulty. The patient had a history of prior grafting in the area and scar tissue. Several hours later, during routine removal of the sheath, resistance was encountered, and the sheath separated. Surgical intervention was required to remove the retained portion of the sheath. There were no additional complications.